Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that poor rv sensing and thresholds were observed due to dislodgement. The lead was explanted when an attempt to reposition was unsuccessful.